Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown drug via na implantable pump. It was reported that the healthcare provider (hcp) stated that the pump was removed but the catheter was kept. However, it was unknown why pump was explanted. It was noted that the pump will be replaced on (B)(6) 2024. The catheter was left in service. The patient weight and medical history were asked but unknown at this time. The patient status was alive and no injury. The issue was not resolved. Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that the pump was not explanted. It was noted that the hcp observed fluid buildup at pump pocket site in clinic and aspirated fluid. Moreover, the fluid built up again. On (B)(6) 2024, during pocket revision 50 cc of fluid was aspirated from pocket. The pocket was opened and inspected for tears; none were found. The hcp cleared the catheter, then injected dye, no observable leak was detected at the pump connection, in pocket collett, anchor site, or any other part of the catheter. The physician inserted the pump back into the pocket and closed.